Manufacturer narrative:
Initial and final MDR- (B)(4) - device 3 of 3 e1:patient city: florence patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The issue occurred with three infusion sets. The patient reported that the insulin exits tubing greater than normal resistance with plunger push. No further information available